Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the following instrument damages: one grip cable was broken at the distal end. The cable segment stuck out at the instrument's wrist. Both distal pulleys have indentations and in some areas pieces of the pulley are missing. It was concluded that the damages found to the distal pulleys were likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were approximately 0.180 - 0.054 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable, missing pieces from the distal pulleys, or the tube abrasions with material removed, could likely cause or contribute to an adverse event, if to recur.

Event description:
It was reported that during a da vinci low anterior resection procedure, the permanent cautery hook instrument had a broken endowrist. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.